Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument sparked while in contact with tissue inside of patient (has a burn spot on the corner where the jaws meet the plastic). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the burn spot was on the instrument and not the patient. The burn mark was small brown/black melted spot at the joint where the metal jaws meet the plastic part of the instrument. There was no injury to the patient. Arcing observed during the last procedure in which the instrument was used, contact person reported sparks came off the instrument. A picture of the instrument was provided. Patient demographic information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. Visual inspection revealed localized charring and melting on one side of the yaw pulley, concentrated at the base of the yaw pulley near the grip interface. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument passed delivered energy 2 out of 2 attempts. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the image shows a fenestrated bipolar forceps instrument with thermal damage near one of the grip bases. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.